Event description:
It was reported via repair work order that the siderail controls were working intermittently due to a damaged siderail extension cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.